Event description:
The user failed a proficiency survey for urine/csf total protein on one of two samples tested on the cobas c501 analyzer. The initial result was 111.0 mg/dl and the acceptable range was 41.1- 47.2 mg/dl. The sample was repeated on (B)(4) 2010 with a result of 45 mg/dl. No patient samples were affected by the event. The urine/csf total protein reagent lot number was 62210601. The field service representative could not find a cause and could not reproduce the issue. He checked the instrument and ran precision testing to verify the analyzer operation. He determined the instrument met specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.